Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative, and a consumer regarding a patient receiving fentanyl (750ug/ml @ 375ug/day) and bupivacaine via an implantable infusion pump. Indications for use included non-malignant pain and post lumbar laminectomy syndrome. It was reported that the personal therapy manager (ptm) exhibited an "8474" (reset) code. There were no reported patient symptoms. The hcp brought the patient in to the hcp and they read the logs, which indicated a reset occurred; the pump was in safe state. The hcp read the logs again and noted a reset- low battery. The hcp programmed the daily dose back to what it was, and sent the patient home with oral medications just in case it happened again. The elective replacement indicator (eri) showed 2 months. The patient was back in the hcp office on (B)(6) 2015, as they could hear the critical alarm sounding. The simple continuous dose was still programmed. The reporter was assisted in silencing the alarm and updating the pump. The pump was explanted on (B)(6) 2015 due to pump reset. A pump reset, shelf state, and low battery alarm occurred. The event date was noted as (B)(6) 2015. There was no dye study or rotor study performed. No patient symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the 8637-40 serial number (B)(4) found low battery reset, undetermined cause. Interrogation determined the pump was used to infuse fentanyl 750 mcg/ml at 4.65 mcg/day, and bupivacaine 7.5 mg/ml at 0.0465 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.